Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 13-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that at the time of the post op appointment, the lead was found to have migrated to the left side of the spinal cord, making the therapy non-efficacious. The rep stated that they performed programming at every available electrode in an attempt to deliver therapy to the intended right side. They reported that an x-ray confirmed the lead had migrated. The rep stated that surgical revision was scheduled. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. The rep saw the patient in post-op following the lead revision on (B)(6) 2018. At the lead revision the lead was repositioned for right sided coverage of the upper extremity and programming provided the patient with good coverage and pain relief. The patient and the hcp were both happy with the results and follow up with the patient will be as needed. No further complications were reported or anticipated.